Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. It was further reported that the patient had to undergo further surgery for the balloon to be removed. Reportedly angio and further invasive interventions needed. Current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2024).

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 07/22/2022. The correct g3 date is 07/19/2022. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold catheter was returned for evaluation. The balloon was detached from the catheter, exposing the inner guidewire lumen. The glue bullet was not in the correct position. No other anomalies were noted during the visual evaluation. No further testing could be performed due to the condition of the sample. Therefore, the investigation for the reported sheath removal issue remains inconclusive, as functional testing couldn't be performed due to the condition of the device. The investigation for the reported balloon rupture is also inconclusive, as the balloon was noted to be detached from the catheter and no evidence of a balloon rupture was noted due to the condition of the device. However, the investigation is confirmed for the reported balloon detachment, as the balloon was noted to be completely detached from the catheter during visual evaluation . A definitive root cause for the reported balloon rupture, balloon detachment and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that the balloon was fully detached from the catheter and was difficult to be removed through the sheath. Reportedly, the patient had to undergo surgery to remove the detached balloon. The current status of the patient is unknown.